Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-mar-2023. H.6. Investigation summary: our quality engineer inspected the 3 sample photos and 1 sample submitted for evaluation. The reported issue of leakage at catheter junction was not confirmed upon inspection of the sample photos and sample. Analysis of the sample photos showed that there were no damages which could cause leakage on the luer connection area. Visual analysis of the returned sample confirmed the findings from the sample photo evaluations. The sample was also subjected to leakage testing and no leakage was observed during testing. Bd was unable to determine the cause of the reported failure since the failure mode reported was not confirmed during the sample evaluation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Since no batch number was reported we were unable to review manufacturing records for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd cathena safety IV catheter bd multiguard technology 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage with the cathena. According to the customer's report, the leakage was found from the connection between the extension tubing and the cathena hub, when the administraion was performed with a cathena attached to an extension tubing three times daily in the morning, afternoon, and evening.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena safety IV catheter bd multiguard technology 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage with the cathena. According to the customer's report, the leakage was found from the connection between the extension tubing and the cathena hub, when the administration was performed with a cathena attached to an extension tubing three times daily in the morning, afternoon, and evening.